Event description:
Pt had an uncomplicated ventral hernia repair (B)(6) 2018. He was seen by his pmd (B)(6) 2018 due to rectal pressure and inability to pass stool. An outpatient kub identified a possible foreign body in the pelvis. Pt returned to operating room for a laparoscopic foreign body retrieval (B)(6) 2018 and an empty reliatack load was retrieved from the pelvis between the bladder and rectum.